Event description:
It was reported that the rover is spewing blue fluid. No further information has been provided.

Event description:
It was reported that the rover is spewing blue fluid. No further information has been provided.

Manufacturer narrative:
The field service technician was not able to confirm the reported event. No issues were found with the rover. As no similar complaints were found related to the spewing fluid and hissing noise, a possible root cause for these issues could not be determined.